Event description:
It was reported that pump experienced malfunction labeled as code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided instructions to reset pump, successfully reset device, and did not experience repeated malfunction, and support advised customer to continue using pump and to call back if problem occurred again.